Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Visual analysis of the returned sample revealed that one opened sample of product code vcpb840 was received for evaluation. The product code is control release, and each packet contains eight strands. After investigation of the sample short insertion was observed in strand #2. The visual inspection concluded that the combination of the needle/suture was found detached since the insertion end of the suture did not meet the requirement. This defect is caused because the suture was not properly inserted inside of the needle barrel hole. Based on the information currently available, the pull-out defect was identified during the investigation of the sample received. This product issue will be addressed through quality system. The manufacturing records could not be reviewed as the batch number is unknown. Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 275 g/m.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. Before use on the patient, when the package was opened, the suture was detached from the needle. It was a control release needle. Upon evaluation of the returned sample, after investigation of the sample short insertion was observed in strand #2. The visual inspection concluded that the combination of the needle/suture was found detached since the insertion end of the suture did not meet the requirement. This defect is caused because the suture was not properly inserted inside of the needle barrel hole. No adverse patient consequences were reported. No additional information was provided.